Manufacturer narrative:
(B)(4). The original y-set was discarded, but a companion sample was returned for analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample was returned for evaluation. A visual inspection was performed with no issues noted. The device passed both clear passage testing and clamp function testing. A leak test was performed using underwater pressure testing. The reported problem could not be identified or duplicated during evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause of the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a y-set disconnected from a home patient¿s (hp) transfer set during continuous ambulatory peritoneal dialysis (capd). Solution leaked from the disconnection site onto the hp. The hp notified a registered nurse (rn) about the issue. The hp received unknown antibiotics (dose and frequency unknown) as a precaution, but there was no patient injury indicated at the time of the report. No additional information is available.